Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that, side-to-side ruptured PICC in a chemotherapy patient with extravasation and swelling in the arm. Had securacath, 2 cm outside. Inserted to basilica, vein depth 1.5cm, inserted catheter length 40cm, external catheter length 3cm. Alcoholic chlorhexidine antiseptic >0.5% transparent dressing used. Hemostasis achieved with tissue adhesive. Chlorhexidine used for antiseptic. Intracavitary electrode used for localization control. Additional information received on 4/7/2026. The patient experienced an extravasation of immunoglobulins, a hyperosmolar and irritating solution. The patient presented with pain and swelling in the arm. The PICC line was removed and a new one was placed in the other arm.